Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, the device detached distal end from the bending section. The most probable cause of the complaint is categorized as d02 - cause traced to component failure, as expected or random component failure without any design or manufacturing issue due to c0706 - stress problem identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited the distal end (c-body) detached from the bending section and had missing glue on the distal end (c-body) side. There were no reports of patient involvement.

Event description:
It was reported, the bronchofibervideoscope exhibited an endobronchial ultrasound scope tip was broke off. Event took place at reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.